Event description:
It was reported that in theatre 7 the swg began to unravel when the user tried to insert it, and as a result could not pass it through the needle placed in the male patient's basilic vein. A new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence. The male patient had an infected knee joint.

Manufacturer narrative:
Manufacturer control (B)(4). Follow-up report will be filed if additional information becomes available.